Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there was air in the patient line during peritoneal dialysis therapy on the homechoice device. This issue was noted during fill 1 of 5, while the patient was connected. The technical service representative assisted with ending the therapy and advised to start over with new supplies. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.